Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced signal loss of an unknown duration. Data was provided for investigation. Confirmation of the complaint was confirmed via data. Signal loss greater than three hours. The probable cause could not be determined via data. The reported event of signal loss is reportable based on the finding of signal loss greater than three hours. No injury or medical intervention was reported.